Event description:
Synthes "plastic exchange tube" (medullary tube) crumbled during attempted extraction. Attempts made to retrieve pieces with drilling of femur over guide wire and irrigation. No apparent pt injury.